Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012642931); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a crown overlap was observed to node 2. A pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid aortic valve using a 22 millimeter (mm) non-medtronic balloon. Upon 80% deployment, the implant depth was too deep and the valve was subsequently recaptured. At this time, hypotension was observed and the patient had low ejection fraction (ef). Upon 80% deployment of the second deployment attempt, the implant depth was optimal at 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Subsequently, the valve was fully deployed due to the patient's hemodynamic instability; however, the hypotension persisted. A transesophageal echocardiogram (tee) was performed that revealed an infold and moderate paravalvular leak (pvl). Subsequently, a post-implant bav was performed using a 26 mm non-medtronic balloon. It was noted that the post-implant bav was not performed during the initial implant procedure. Following the post-implant bav, a transthoracic echocardiogram (tte) was performed that revealed the infold was remedied and the valve was functioning normally with a low gradient, and the patient's blood pressure was stable. It was noted that a 15 minute procedural delay occurred.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a crown overlap was observed to node 2. A pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid aortic valve using a 22 millimeter (mm) non-medtronic balloon. Upon 80% deployment, the implant depth was too deep and the valve was subsequently recaptured. At this time, hypotension was observed and the patient had low ejection fraction (ef). Upon 80% deployment of the second deployment attempt, the implant depth was optimal at 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Subsequently, the valve was fully deployed due to the patient's hemodynamic instability; however, the hypotension persisted. A transesophageal echocardiogram (tee) was performed that revealed an infold and moderate paravalvular leak (pvl). Subsequently, a post-implant bav was performed using a 26 mm non-medtronic balloon. It was noted that the post-implant bav was not performed during the initial implant procedure. Following the post-implant bav, a transthoracic echocardiogram (tte) was performed that revealed the infold was remedied and the valve was functioning normally with a low gradient, and the patient's blood pressure was stable. It was noted that a 15 minute procedural delay occurred. Additional information was received indicating that there was calcium burden on the leaflets that contributed to the infold on recapture, despite the pre-implant balloon dilation.